Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.291 synthes lot: 190384-102 supplier lot: 190384-102 release to warehouse date: april 13, 2020; may 02, 2020; may 05, 2020; may 08, 2020 supplier: (B)(4) no nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the complaint device, sliding mechanism was returned to customer quality (cq) west chester for investigation. Upon visual inspection, the handle was found broken. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. Collinear reduction clamp dimensional inspection: complaint relevant dimension could not be determined due to post manufacturing damage. Investigation conclusion: the handle of the collinear reduction lamp had broken off. Hence, the complaint was confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a retrograde femur nail procedure on (B)(6), 2021, it was noted that the clamp handle was broken. No fragments were generated. The procedure was successfully completed with no delay. There was no patient consequence. This report is for a sliding mechanism. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Additional narrative: patient ID also reported as (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.